Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with pump. The customer reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose at time incident was 500 mg/dl. Customer stated that pump alarm during normal use. The customer alarmed was explained that battery out limit during use may indicate loose battery cap. The customer was advised that we will send a replacement battery cap and revert to back up plan until replacement received.